Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (99% stenosis degree) in a mildly tortuous segment of the posterolateral artery. The lesion was pre-dilated with a pantera leo. During delivery to the pla, the orsiro dislodged in the rca without the physician feeling any resistance. The dislodged stent was deployed before the lesion in the rca. Another orsiro was then placed at the lesion. An orsiro mission was then placed in the gap of the two stents mentioned above.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon has been inflated and was returned in a partially deflated state. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis as reported. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (99% stenosis degree) in a mildly tortuous segment of the posterolateral artery. The lesion was pre-dilated with a pantera leo. During delivery to the pla, the orsiro dislodged in the rca without the physician feeling any resistance. The dislodged stent was deployed before the lesion in the rca. Another orsiro was then placed at the lesion. An orsiro mission was then placed in the gap of the two stents mentioned above.